Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a defibrillation impedance measurement of zero. The patient did not recall what he had been doing at the time of the measurement and stated he has not undergone any recent therapy. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated that they could bring the patient into the clinic to perform additional testing. The caller stated the impedance was 51 ohms when the patient was in the clinic. No other adverse events have been reported. This product issue will be updated if additional information is received.